Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that the patient reported an issue with this device. Additional information indicated that the issue was that she had received her first shock. Subsequent information indicated that the device was explanted and returned for analysis.